Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have received three general unexpected restart alarm. Customer reported to just be walking in his home when alarm was received. Customer's blood glucose was 87 mg/dl. Insulin pump passed self-test. Customer was advised that insulin pump would need to be replaced.